Event description:
It was reported that this right atrial (ra) lead was repositioned due to a perforation and pericardial effusion. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was repositioned due to a perforation and pericardial effusion. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: a1. Patient identifier. A1. Date of birth. A2. Age at time of event. A3. Sex.

Event description:
It was reported that this lead was repositioned due to a perforation and pericardial effusion. The lead remains in service. No additional adverse patient effects were reported.